Event description:
It was reported there was lead oversensing: 1,595 sensing integrity counts (sic) and 70 non-sustained ventricular tachycardia (nsvt) episodes recorded in the approximately one week since implant. Nonphysiologic noise resulted in vf detection and therapy, with episodes recorded all between 2am and 7am on one day. Lead impedance trend is reported to be stable but lower than typical. The lead integrity alert (lia) triggered. Isometric and upper extremity maneuvers and pocket manipulation were reportedly unable to produce any oversensing, and serial in-office impedance measurements were stable. The patient will be sent for an x-ray to check connector block and lead insulation. The lead is still in use. No additional patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.